Event description:
It was reported that, during a robotic laparoscopic roux-en-y gastric bypass (rygb) while stapling the stomach, the operating room team interface (orti) and surgeon console (sc) had a lot of flickering and interference from the endoscope image prior to both screens going completely black. The coagulation cable was moved far away from both the light source and the endoscope cable to avoid interference, and then the endoscope and valley lab were restarted. This resolved the issue and there were no further issues. There was no patient injury.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: as the device in question was not returned, an investigation on the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on july 15,2025 the problems reported by the customer, "image flickering and image interference," cannot be confirmed. According to the customer, the image flickered during use and showed image interference. According to the customer, the coagulation cable located in the immediate vicinity of the optics was then moved, which immediately resolved the image disturbances. We expressly point out in our instructions for use IFU 96206364der version 3.1 - 12/2020 on page 11 that active electrosurgical instruments can cause interference with imaging. As already described, the image disturbance was immediately resolved after the coagulation cable was removed from the optics. We therefore assume a usage related error. According to the customer, the optics is still in use. If the optics are nevertheless returned to us, the report will be reopened, the cause will be analyzed on the device, and the results of the investigation will be included in the investigation report. The event is filed under internal karl storz complaint ID: (B)(4).